Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens (iol) implantation the surgeon noticed the posterior capsule tear. The lens was explanted and replaced with another lens during initial procedure. The procedure was completed on same day without any further issues.